Manufacturer narrative:
The user reported that the ventilator failure occurred during suctioning of the tube. According to the log records, it was possible to trace that repeated suctioning of the tube during volume-controlled ventilation which resulted in multiple negative pressures and peep drops. After briefly switching to standby mode and then returning to vc-af, the ventilator failure occurred after approximately four seconds. It was not possible to reproduce the failure in the laboratory by repeatedly suctioning the tube. Based on the error log entries, it was possible to determine that the ventilator failure was initiated due to implausible signals from the incremental encoder. The motor was replaced and examined accordingly. No deviations were found during the visual inspection or the tests performed. Finally, it was not possible to determine the exact cause of the ventilator failure. It can be assumed that a sporadic error in the incremental encoder was the cause. A ventilator failure is indicated by the device with the highest alarm priority, both acoustically and visually. Manual ventilation via the manual resuscitation bag and spontaneous breathing are still possible. The user is prompted on the screen to confirm the change in therapy. Fresh gas dosing and anesthetic dosing via connected vaporizers are still possible; monitoring also remains available. The risk to devices in the field is accepted.

Event description:
It was reported that after approximately 30 minutes of ventilation, the device displayed ventilator failure and emergency intake. It was switched to standby mode and after a while it started working again and continued to be used.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that after approximately 30 minutes of ventilation, the device displayed ventilator failure and emergency intake. It was switched to standby mode and after a while it started working again and continued to be used.